Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought their leads had moved. The patient was advised to contacted their healthcare provider (hcp). No patient symptoms were reported. No complications were reported or anticipated.